Event description:
Device malfunction: unknown. Time of device malfunction: after vessel closure. Symptoms/ae: retroperitoneal hematoma. It was reported that a physician in-training in the use of the starclose device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, ten minutes after closure, the patient became "unresponsive," developed a "vasovagal response" and hypotension. A computed tomography (CT) scan revealed a retroperitoneal hematoma (rph) extending from the groin to the liver. The vital signs stabilized and the patient was kept for observation but no intervention was performed. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.